Manufacturer narrative:
For two of the events, the investigations could not identify a product problem. The cause of the events could not be determined. The follow up actions for one of these two events were: a field engineering specialist found bubbles in the reagent pack that was caused by a bent mixer paddle. He replaced the damaged mixer paddle. There were no follow up actions for the second event. The investigation for one event determined the issue was resolved after the sample probe and gripper assembly were cleaned and adjusted. The follow up action for this event was: the sample probe and gripper assembly were cleaned and adjusted. Sampling and operation checks were performed. The investigation for one event is ongoing. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Medwatch field serial number continued: (B)(4).

Event description:
This report summarizes <noe>4</noe> malfunction events. Questionable high results were generated by the cobas e 411 immunoassay analyzer. The events involved an unspecified number of patients with the following: two questionable results for the elecsys estradiol iii assay, one questionable result for the elecsys hcg + beta test system, and an unknown number of questionable results for elecsys anti-hav. One patient's age was (B)(6) years. The other patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. There was 1 female. The other patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.

Manufacturer narrative:
For the one pending event, the investigation did not identify a product problem.the specific cause of the event could not be determined. The issue is consistent with reagent pipetting problems caused by foam on the reagent. Follow up actions: the customer replaced the reagent pack.